Event description:
This event was reported to china national medical device adverse events reporting system by a user facility in china. During the vitrectomy with the ophthalmic treatment system, it was found that the vitrectomy cutter didn''t cut. The machine was immediately replaced and the treatment continued. There was no patient injury.

Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the root cause could not be determined. Review of the device history record (DHR) shows product was properly made and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all complaint information and investigation activities completed, no corrective action is required. The investigation is complete.